Event description:
The doctor wanted to insert the prosthesis, when he felt something was wrong. So he pulled back. When he wanted to reload, he noticed the prosthesis was broken. The prosthesis has not been 'in situ'.

Manufacturer narrative:
The esophagus flange is ruptured. There are obvious signs of damages on the tracheal side of the ring. These damages will not appear on the ring if the activation was performed according to the IFU. The blue ring is still safely attached to the waist of the prosthesis. Additional investigation of this and two similar complaints. ((B)(4)) we have not been able to reproduce the failure mode using the insertion system for the device. However, by application of extreme forces using a provox2 loading tube (which is not intended to be used with provox vega) having the esophageal flange folded backwards, we were able to separate the esophageal flange from the housing once. The investigations performed suggest that the devices have been used in violation with the instructions for use, supported by the following observations: - there are signs of damage to the supporting ring inside the voice prosthesis which are caused by an unknown sharp device that is not part of the provox vega (abnormal use). - the loading tube has no signs of cracks or stretch marks and therefore, the voice prosthesis has not passed through the loading tube with the esophageal flange folded backwards. This suggests that an unknown device which is not part of provox vega has been used and caused the rupture of the flange (abnormal use). Root cause analysis the complaints are not isolated to a single user, nor a single market. The components included in the associated devices are from different lots and of various ages, except for the vega loading tube (lot 12.054.04). Investigation supports that the loading tube is not the root cause of this device failure. All available evidence points toward the conclusion that the root cause is abnormal use. Conclusion the device failures are caused by abnormal use where an unknown device has been applied during the insertion procedure. Corrective and preventive actions no corrective and preventive actions are considered necessary except from informing the customer the importance of following the instructions for use.